Manufacturer narrative:
No button response due to flattened button dome switch on act button. Unable to test for motor error alarms or no delivery alarms due to no button response. Motor passed motor test. Pump received with stripped battery cap coin slot, scratched reservoir tube window, lcd window, case, missing end cap sticker and bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm and a motor error alarm during insulin delivery. Customer's blood glucose was 415 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.